Event description:
It was reported to philips that the device ran an incomplete op check where it did not prompt to have the charge button tested. The issue is intermittent. There was no reported patient involvement.